Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 19 days post-implant of this annuloplasty ring, the device was explanted and replaced with a bio prosthetic valve for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that 19 days post-implant, the device was explanted and replaced with a bioprosthetic valve. The physician stated that the device was not the issue but rather the failure was due to the disease state of the patient's native tissue. No other adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.